Event description:
A customer reported experiencing no torsional power during a cataract procedure. The system was rebooted, and the case was completed w/o harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended the system be turned off and on. The system appeared to work properly. The customer requested preventive maintenance. The company rep examined the system and performed preventive maintenance. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined. (B)(4).

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended the system be turned off and on. The system appeared to work properly. The customer requested preventive maintenance. The company rep examined the system and performed preventive maintenance. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined. (B)(4).

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended the system be turned off and on. The system appeared to work properly. The customer requested preventive maintenance. The company rep examined the system and performed preventive maintenance. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined. (B)(4).